Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that chipping occurred around the lens (cover glass), as well as some stress applied to it. Therefore, it was probable that the adhesive of the lens was detached when this stress was applied, leading to the detachment of the lens (coverslip). It was probable that the lens, due to its adhesive peeling and water intrusion, resulted in an image defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on ch-s190-08-lb instructions for use, 3.3 inspection of camera head, the following recommendations could help prevent the phenomenon: it was recommended to use a sterile gauze for cleaning, without using any hard cloth that could scratch the lens surface. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device showed no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had an image issue. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found image failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.